Manufacturer narrative:
A ge service rep performed an onsite investigation. Multiple parts were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system freeze during start up (not boot). There is no report of death or serious injury.